Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot lkm833, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the initial procedure? N/a could you please inform when did the issue occurred, pre- op (found the needle detached from the suture in the package), after opening the package or it occurred during the procedure? During the procedure. What was used to complete the procedure? Open new sterile suture. Was the surgery completed successfully? Yes . What is the current condition of the patient? N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 06/11/2020. Additional h-3 summary: it was reported pull off - suture needle. One opened box with eighteen unopened samples of product was received for analysis. The issue sample was not received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/06/2020. Additional h3 investigative summary: two photos were provided for analysis. Upon visual inspection of the pictures, one opened box and some foils of product code j602, lot lkm866 could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.